Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent an obturator sling procedure in (B)(6) 2011. The patient experienced complications with the sling. Additional information has been requested.